Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized and began treatment with vancomycin 1 gm ip once in 96 hours, amikacin 250mg loading dose ip, followed by amikacin 125mg once daily ip. The root cause of the peritonitis was unknown. Pd therapy was ongoing. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.